Event description:
According to the reporter, on (B)(6) the patient underwent long tube implantation with tunnel and polyester cannula. On (B)(6) at 13:10, hemodialysis was performed via the right internal jugular vein catheter, when put on the machine to attract blood, it was found that the arterial end connector was leaking air. In order to find the leak point, blood was found to be oozing from the interface after reverse connection. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6), the patient underwent long tube implantation with a tunnel and polyester cannula. The catheter was in place for 5 days. On (B)(6) at 13:10, hemodialysis was performed via the right internal jugular vein catheter. When put on the machine to attract blood, it was found that the arterial end connector was leaking air. In order to find the leak point, blood was found to be oozing from the interface after reverse connection. There was nothing unusual observed on the device prior to use. Tego was not utilized. Flushing was done prior to use with normal results. There were no other defects/damages found on the product where the leak was observed. Betadine was the cleaning agent used on the device. There was no excessive force used on the device. Hemodialysis extracorporeal circulation circuit was the other product being utilized with the device. The catheter was not replaced. As a remedial action and intervention/treatment required as a result of the event, the physician replaced the arterial adapter. There was an unspecified amount of blood loss, and blood transfusion was not required due to the event. The treatment continued and was completed after the remedial action was done. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.